Manufacturer narrative:
According to the report from the representative, "the hospital said they placed the syringe tip on and was about to deliver into patient but the device occluded. Bioglue started coming out around the green hub where the tip connects to the syringe. The surgery was prolonged as they had to retrieve another syringe." Additional information received from the representative indicated that the other syringe that was successfully utilized after the initial syringe failed was pulled from the same box (lot number 15muv007). The sample was returned and evaluated. The single bioglue syringe (lot 15muv007) was returned in the original bioglue box. The outer bottom left portion of the bioglue packaging box was crumpled and depressed. The bioglue cartridge was removed from the provided sample bag and was noted to be present with the mixing applicator tip connected to the syringe. Air was visible at the top of the syringe cartridges, indicating that the unit had not been de-aired. It appeared that the pointer portion of the collar indicated that the mixing tip was in its proper alignment on the syringe. Copious amounts of dried bioglue were present around the collar of the mixing tip and on the upper portion of the syringe. The excess dried bioglue was removed from the outer collar with forceps and the mixing tip was disconnected from the syringe. More dried bioglue was present within the mixing tip connector; removal of the excess bioglue revealed that the small port from the mixing tip had broken off inside the small outlet connector within the syringe. The large port of the mixing tip appeared bent to the side. These observations were noted during gross visual inspection and verified under magnification. A definitive root cause could not be concluded after review of the returned sample. However, if the mixing tip was forced on the syringe, it is possible that the excess applied pressure would cause deformation and damage to the ports. This damage could cause misalignment of the ports within the mixing tip collar and the syringe, which would result in leaking of the bioglue. The bioglue manufacturing records for lot 15muv007 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications. All lots passed functional testing and met cryolife release specifications. (B)(4).

Event description:
According to the report from the cryolife representative, the hospital said they placed the syringe tip on and was about to deliver into patient but the device occluded. Bioglue started coming out around the green hub where the tip connects to the syringe. The surgery was prolonged as they had to retrieve another syringe.

Manufacturer narrative:
According to the report from the representative, "the hospital said they placed the syringe tip on and was about to deliver into patient but the device occluded. Bioglue started coming out around the green hub where the tip connects to the syringe. The surgery was prolonged as they had to retrieve another syringe." Additional information received from the representative indicated that the other syringe that was successfully utilized after the initial syringe failed was pulled from the same box (lot number 15muv007). The sample was returned and evaluated. The single bioglue syringe (lot 15muv007) was returned in the original bioglue box. The outer bottom left portion of the bioglue packaging box was crumpled and depressed. The bioglue cartridge was removed from the provided sample bag and was noted to be present with the mixing applicator tip connected to the syringe. Air was visible at the top of the syringe cartridges, indicating that the unit had not been de-aired. It appeared that the pointer portion of the collar indicated that the mixing tip was in its proper alignment on the syringe. Copious amounts of dried bioglue were present around the collar of the mixing tip and on the upper portion of the syringe. The excess dried bioglue was removed from the outer collar with forceps and the mixing tip was disconnected from the syringe. More dried bioglue was present within the mixing tip connector; removal of the excess bioglue revealed that the small port from the mixing tip had broken off inside the small outlet connector within the syringe. The large port of the mixing tip appeared bent to the side. These observations were noted during gross visual inspection and verified under magnification. A definitive root cause could not be concluded after review of the returned sample. However, if the mixing tip was forced on the syringe, it is possible that the excess applied pressure would cause deformation and damage to the ports. This damage could cause misalignment of the ports within the mixing tip collar and the syringe, which would result in leaking of the bioglue. The bioglue manufacturing records for lot 15muv007 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications. All lots passed functional testing and met cryolife release specifications.

Event description:
According to the report from the cryolife representative, the hospital said they placed the syringe tip on and was about to deliver into patient but the device occluded. Bioglue started coming out around the green hub where the tip connects to the syringe. The surgery was prolonged as they had to retrieve another syringe.

Event description:
According to the report from the cyrolife representative, the hospital said they placed the syringe tip on and was about to deliver into patient but the device occluded. Bioglue started coming out around the green hub where the tip connects to the syringe. The surgery was prolonged as they had to retrieve another syringe.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.